Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 3 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the distal rca. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.